Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient's right hip femoral components were revised due to unknown reasons. The patient underwent a further revision procedure approximately 21 years later due to osteolysis and femoral subsidence. During the procedure, the acetabular liner, femoral head and femoral stem were removed and replaced with competitor components.